Event description:
It was reported by aci sales rep that some time last week, 2 devices had a balloon loss of pressure during immediate pullback. Manual compression was applied for 15-20 minutes. The pt was not hospitalized. Deployer: not certified by aci.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of four devices failing in the same pt due to a puncture of the balloon is highly improbable without an outside source causing the puncture. It should bt noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. See MDR 3004939290-2014-00464 for the first device.